Event description:
Air was observed in the blood line returning to the pt. The line was clamped distal to the air and ECMO was stopped. The pt became hypotensive,desaturated briefly, and required CPR and bagging. A new set up was put in place and ECMO was resumed. The healthcare practitioner was unable to determine the cause of air in the line. The devices and circuits are being sequestered and checked with no findings. An internal investigation was unable to determine the cause of the event.